Event description:
The user facility reported that they had an issue getting the angio-seal sheath and arteriotomy locator to click together. A second angio-seal was pulled which was successful. The procedure performed prior to the use of the angio-seal device was a gi bleed embolization via right femoral access. There was no blood loss. Additional information was received 20may2025: the procedure sheath size that was used was 6fr. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The angio-seal sheath and arteriotomy locator did not click together. The patient was stable. There was no mention that the user had difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub. The user did not successfully insert and lock the locator in the hub; they did not click together. There was no audible click on mating. There was not tactile feedback after mating. The user was unable to mate the locator with the hub after several tries. The user attempted to mate the locator and hub several times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place, it never clicked together. The separation occurred when the device was being prepped. They needed to grab a different angio-seal which was successful. The patient did not get hurt.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. This report is now considered not reportable based on the evaluation of the returned device. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the arteriotomy locator and hemostasis sheath. The device was visually inspected and found to be in unused condition with no visible signs of blood. The sheath and locator assembly were returned fully mated. No damages or issues with the device were identified. Functional testing was performed by attempting to connect the locator and hemostasis sheath and components were able to be connected without any issue. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).